Event description:
It was reported the healthcare provider (hcp) had been having problems with the pump. Investigation of the pump had been ongoing over the past few years, and they have not been able to find anything. The pump would occasionally overdose the patient and was not working as it used to. Roller and dye studies, checking the patency, and performing a nuclear study were performed, but the results were normal. Three patients had been mentioned, so it was unclear if this particular patient had these exact tests performed. It was unknown what drug the pump was being used to deliver. The healthcare provider (hcp) declined to provide any further information.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).